Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device forensic logs were reviewed and confirmed the device operated continuously without any interruptions in ventilation. The device was put through extensive testing including compressor calibration, o2 flow calibration, o2 kickstart calibration, manifold leak testing, exhalation backup testing without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.